Manufacturer narrative:
The reported events are attributed to the operator not following instructions per the user's guide or not performing rinseback in a timely manner. The user's guide contains adequate instructions for making cartridge connections and info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Facility staff has been notified and will provide additional training to the operator. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
The saline bag filled with effluent during two routine hemodialysis treatments when the operator failed to connect the waste line correctly. Both treatments were ended without returning the pt's blood. A third treatment was ended without performing rinseback due to the amount of time spent troubleshooting an alarm which could not be resolved by the operator, resulting in an estimated blood loss of 190cc for each treatment. The pt's hgb on (B)(6) 2011 was 9.1 g/dl. Blood loss events occurred on (B)(6) 2011. Hgb decreased to 6.8 g/dl on (B)(6) 2011 and epogen was increased from 12,000 2xweek to 20,000 2xweek on (B)(6) 2011. Hgb level was 6.6 g/dl on (B)(6) 2011. No further medical intervention was required.